Event description:
Soft tubing just before the proximal port just before where soft tubing connects to hard plastic-see purple box in attachment found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion, painful in child.